Event description:
It was reported that the pump touch screen was unresponsive. The customer experienced a high blood glucose (bg) level. Bg value not provided. A correction bolus was delivered to address bg level. Cts educated caller that the pump prioritizes tasks and completes high priority tasks first. A delay can occur when a requested task has a lower priority than another task.